Manufacturer narrative:
MDR / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced two episodes of infusion set bent cannula on (B)(6) 2026, which led to hyperglycemia. The patient noticed symptoms three or more hours after insertion. The patient¿s blood glucose level was reported as high, and the events were managed by administering correction bolus via the pump.